Event description:
The patient was brought to surgery initially for an abdominal surgery procedure. 2-0 ethicon black monofiloment nylon suture was used to close the incision line. Later in the recovery room prior to returning the patient to his room, the dressing was checked and it was discovered that the wound had ruptured. The patient was taken to the operating room and the incision reclosed. After the dressing was removed, it was apparent that the 2-0 nylon suture had poppeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, manufacturing, telemetry failure, none or unknown. Conclusion: device failure directly caused event, device failure directly contributed to event, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.